Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was slightly lifted off the device case. Tool marks are present on one side of the header that suggest that the damage could have been induced when the device was removed from the pocket however the field reported that "header found to be loose upon opening pocket", which suggests that the header was loose prior to removal from the patient. The lifted header had no effect on the device functionality; all daily impedances were normal and stable, there is no noise on the stored electrogram (egm), and therapy was available. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. After the pocket was opened, it was noticed that the header was loose. There were no additional adverse effects reported.